Event description:
During an unk procedure, the device stopped working. Visually, it seems like a plastic piece has gotton loose on the tissue pad. Used diathermia to complete the case. No pt consequence.